Event description:
During surgery, the device showed error 238. The reason this is being filed because it is one of four units that failed in a short period of time. Four defective electrosurgical unit (esu) devices were received from the operating room (or) within a month with hardware and software issues. Such failures happened while in surgery and surgeons were trying to use the device on patients. These are fairly new devices that were purchased last year and the warranty expired recently. Covidien tech support mentioned that there had been an increase in calls and services for the ft10 devices recently; even the newer version is having power issues.